Manufacturer narrative:
Findings: unit received with operating currents within specifications. Unit passed self test, a21 error test, basic occlusion and displacement test. No motor error alarms noted. However unable to prime unit during prime/ a33 test due to fsr damage by moisture. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was received with corrosion at the motor home switch. Unit received with cracked case at display window corners, display window and batter tube threads. Unit received with minor scratched lcd window. Unit received with intermittent buttons due to corroded keypad traces.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that the insulin pump may have been exposed to a high magnetic field during an MRI. Customer also stated that there is a crack near the arrow key to the back of the screen of the insulin pump. Customer's blood glucose levels were not included in the report. Troubleshooting was done for motor error. Nothing further reported.